Manufacturer narrative:
Device evaluated by the manufacturer. The device was returned for analysis. An examination of the returned device identified no issues. The balloon wings were relaxed and the whole balloon body was covered in blood. The returned device was attached to an encore inflation unit. Positive pressure was applied. The balloon could not be inflated due to a leak in the shaft of the device. A visual and microscopic examination could find no issue with the balloon or blades that could have potentially contributed to the complaint incident. All blades were present and fully bonded to the surface of the balloon. The tip section of the device was visually and microscopically examined, most part of the tip was covered in blood. No issues were noted with its profile that may have potentially contributed to the complaint incident. The tip section of the device was visually and microscopically examined, most part of the tip was covered in blood. No issues were noted with its profile that may have potentially contributed to the complaint incident. A visual and tactile examination identified a mid-shaft tear approximately 2mm long at 23 mm proximal of the port bond and multiple hypotube kinks were also observed on several locations along the hypotube shaft. The returned device was attached to an encore inflation unit. Positive pressure was applied, and liquid was observed to be leaking from the mid-shaft tear site. The shaft tear and hypotube kinks which were observed on the shaft of the device are consistent with excessive force that could have been applied to the shaft during the procedure. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon was leaking gas. The 80% stenosed target lesion was located in a vessel. A 06/2.75 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon was leaking gas. The procedure was completed with another of the same device. No complications reported and the patient is stable.

Event description:
It was reported that the balloon was leaking gas. The 80% stenosed target lesion was located in a vessel. A 06/2.75 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon was leaking gas. The procedure was completed with another of the same device. No complications reported and the patient is stable.